Event description:
A trace pericardial effusion was noted on (B)(6) 2011 echo. The echo report from (B)(6) 2012, indicated the pericardial effusion had resolved.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that no erosion occurred.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.